Event description:
Discrepant results between the blood glucose monitoring device and a valid lab comparative. Reporter stated the device result was 152 mg/dl and the lab measured 106 mg/dl allegedly taken at the same time. Reporter indicated no treatment was received and controls were used and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.